Event description:
The customer reported that erroneously elevated sodium (na) results on two samples from the patient on the atellica ci 1900 analyzer. The initial result was reported to the physician and questioned. The sample was repeated on an alternate atellica ci 1900 analyzer. The repeat result recovered lower than the initial results and matched the patient¿s clinical history. The repeat results were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated na results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding erroneously elevated sodium (na) results on two samples from the patient obtained on the atellica ci 1900 analyzer. Quality control (qc) recovered out of range when run after the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument and replaced the sensor, integrated multisensor technology (imt) manifold, and performed a power flush. Siemens reviewed the instrument data and determined that a clog or obstruction was present within the imt module, which was removed post-service. Siemens further evaluated the event and determined that the cause of the falsely elevated na results was due to the malfunctioned integrated multisensor technology (imt) module. The instrument is performing according to specifications. No further evaluation is required.